Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one patient sample generated on an architect i1000sr analyzer. An elevated result of 18 ng/ml was generated with no indications of a myocardial infact upon electrocardiogram examination (the customer uses a cut-off of greater than 0.3 ng/ml). No suspect results were reported from the lab with no patient impact. Controls remained within specification. The sample was sent to a reference lab that also uses the architect platform and results of 18.22 and 18.54 ng/ml were generated. The ckmb results for this sample were within normal reference ranges.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was performed using a retained kit of lot 61948un13 against a panel that uses the same matrix as patient samples used for testing during manufacturing. All results met the specification of 0.23 to 0.43 ng/ml, which indicates acceptable product performance. The architect stat troponin-I assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue is related to one discreet patient sample. No additional issues were identified and no further action is required at this time.